Manufacturer narrative:
Cause was traced to manufacturing. Action plan is in place.

Event description:
The string broke- tampon [device breakage]. Manufacturing issue [manufacturing issue]. Case narrative: consumer reported via e-mail that the tampon string broke. No injury reported.

Manufacturer narrative:
Product investigation is in progress.

Event description:
The string broke- tampon [device breakage]. Case narrative: consumer reported via e-mail that the tampon string broke. No injury reported.

Event description:
The string broke- tampon [device breakage] case narrative: consumer reported via e-mail that the tampon string broke. No injury reported.

Manufacturer narrative:
No failure could be identified as a result of the investigation.